Event description:
It was reported that there was possible diaphragmatic stimulation at different left ventricular (lv) lead outputs. The lead programming was optimized and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4), bi-ventricular implantable cardioverter defibrillator, 2011 (B)(6); 693565, implantable tachy lead, 2011 (B)(6); 407652, implantable pacing lead, 2005 (B)(6). (B)(4).